Event description:
It was reported that the patient heard an alert and went to the emergency department. A remote monitoring transmission indicated that the alert had been triggered due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.